Manufacturer narrative:
(B)(4). Final analysis found an outer and inner insulations were breached and the outer coil bent due to clavicle crush damage at 24.3 - 25.9 cm from the connector pin. This was likely the cause of the reported complaints form the field.

Event description:
It was reported that the patient received an alert on (B)(6) 2016 for low impedance . On (B)(6) 2016 the right atrial lead exhibited high thresholds, sensing anomaly, the patient experienced muscle stimulation. During lead revision procedure the physician noted that the lead sustained rib clavicle crush damage. The lead was explanted and replaced successfully. The patient was stable prior during and post procedure.